Event description:
The customer reported that the pod was activated at 4:36 am on (B)(6) 2014. At 8:00 am , the customer's blood glucose was 311 mg/dl, so he gave himself a bolus. The pod alarmed at 8:12 am. When the pod was removed, it was noticed that the cannula was bent in an l shape.

Manufacturer narrative:
The device was not returned for eval., we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."